Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the sheath tube had been fractured at approximately 90mm from the distal end of the device. According to the specifications of this product, the total length of the sheath tube should be 100mm. From this, it can be determined that there is no segment separated and missing from the actual device. Magnifying inspection of the fracture cross-sections found some portions both on the hub side and on the distal side had been elongated. The cut cross-sections on the hub side and on the distal side were inspected under electron microscope. The fracture on the hub side was noted to have abrasions on the segment adjacent to the fracture. The fracture cross-section was in the smooth state. Fracture on the distal side was noted to have a trace implying the tube had been pinched with a tool such as forceps was found on the segment adjacent to the fracture. The sheath tube was cut vertically at the undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The outside and inside diameters and the wall thickness were measured and confirmed to meet manufacturing specification. Simulation testing was conducted. Two current product samples were prepared. One was given a nick from the outside with an entry needle and the other with a scalpel. Subsequently, each sample was subjected to a pulling force with the distal end of the sheath tube being pinched with fingers. Both samples became fractured at the segments damaged beforehand. With the generation of smooth surface and elongation on the fracture, the state of the fracture cross-section was very similar to that on the actual sample was duplicated on both samples. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found one other report from the same user facility with the involved product/lot number combination. See MDR number 9681834-2017-00121. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device came into contact with a sharp object, such as an entry needle or scalpel, and became nicked. Due to this the actual device's product tensile strength became deteriorated. Subsequently, when the actual device was subjected to a pulling force during withdrawal, it became fractured into two pieces. The device labeling does address the potential for such an event in the instruction for use (IFU) in the caution section with statements such as the following: "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put clamp on the sheath nor bind it with a thread." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a tip fracture with the involved device during a procedure. Follow up communication with the user facility confirmed the following information: the actual device was used for an ablation procedure; after the successful completion of the procedure, when the doctor withdrew the actual device, it was noticed the sheath tube had been fractured at the segment distal to the hub; the doctor tried to retrieve it with a snare and other tools but was not successful; the fractured piece was removed from the patient surgically; and the patient recovered from the above reported serious injury.